Event description:
As reported, in 2006, this pt was treated for a thoracic aortic dissection using a gore tag thoracic endoprosthesis. Significant lack of inner wall apposition post-deployment was noted, so an unk stent graft was placed in the left carotid artery. Post-operatively, the pt presented with renal failure and uncontrollable hypotension. A CT showed device collapse at the proximal end with possible graft fracture. A reintervention took place in 2008 placing a palmaz stent in the proximal end of the graft. The collapse resolved and the pt is doing well.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.